Manufacturer narrative:
Per tandem¿s user guide: ¿do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact over calculated how many carbohydrates were consumed resulting in a bolus too large being delivered. Customer experience a blood glucose (bg) level ranging between 53-80 mg/dl. Juice, candy and soda were consumed to address bg.